Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right internal iliac artery with heavy calcification, heavy tortuosity and 75% stenosis. The armada 35 8mm/40mm on 80cm balloon dilatation catheter was used, but the balloon ruptured during the first inflation to 10 atmospheres after 30 seconds inflation. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. The physician thought that the heavy calcification was the cause for the rupture.